Event description:
It was reported that the patient experienced high blood glucose levels with elevated ketones on (B)(6) 2026 and was treated with an insulin pen. The event lasted for greater than four hours.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.